Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there was a resolution issue resulting in ¿ink blots¿ on the screen which led to the pump screen becoming unreadable to the customer. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.